Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event the same day as onset. On an unreported date, the patient began treatment with intraperitoneal injection amikacin 250 milligrams, twice daily (duration not reported) and intravenous injection of larimox twice daily (dose and duration not reported). At the time of this report, the patient outcome of this peritonitis event was not reported. Dianeal therapy was ongoing. Additional information was unable to be obtained.